Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, catalog #/lot #, implant date, explant date. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr xl acetabular system (left); asr xl acetabular system (right). Bi-lateral revision. Symptoms: clunking.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint:asr xl acetabular system (left); asr xl acetabular system (right) bi-lateral revision. Symptoms: clunking. Update received 25th feb, 2014. Revision date and implant date, reasons for revision and hip sides queried. Partial update received 7th march 2014. Product hip sides and implant dates received: left: implant date: (B)(6) 2006, 999804652 asr acetabular implant 52 2155099. 999803946 total asr fem imp size 46 2116493. Right: implant date: (B)(6) 2006, 999804652 asr acetabular implant 52 1967638. 999803946 total asr fem imp size 46 1195496.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr xl acetabular system (left); asr xl acetabular system (right). Bi-lateral revision. Symptoms: clunking. Update received 25th feb, 2014. Revision date and implant date, reasons for revision and hip sides queried. Partial update received 7th march 2014. Product hip sides and implant dates received: left: implant date: (B)(6) 2006: 999804652 asr acetabular implant 52 2155099, 999803946 total asr fem imp size 46 2116493. Right: implant date: (B)(6) 2006: 999804652 asr acetabular implant 52 1967638, 999803946 total asr fem imp size 46 1195496. Update - revision date information confirmed to be unavailable by the claims handler on 13th march 2014. Original information 25th february 2014. Update received 31st march 2014: revision date added.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr xl acetabular system (left); asr xl acetabular system (right). Bi-lateral revision. Symptoms: clunking. Update received 25th feb, 2014. Revision date and implant date, reasons for revision and hip sides queried. Partial update received 7th march 2014. Product hip sides and implant dates received: left: implant date: (B)(6) 2006. 999804652 asr acetabular implant 52 2155099. 999803946 total asr fem imp size 46 2116493. Right: implant date: (B)(6) 2006. 999804652 asr acetabular implant 52 1967638. 999803946 total asr fem imp size 46 1195496. Update - revision date information confirmed to be unavailable by the claims handler on 13th march 2014. Original information 25th february 2014. Update received 31st march 2014: revision date added. Update received 6th august 2014. Revision date is incorrect. Revision dates added for both left and right hips. Left revision: (B)(6) 2008. Right revision: (B)(6) 2010.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr xl acetabular system (left); asr xl acetabular system (right). Bi-lateral revision. Symptoms: clunking. Update received 25th feb, 2014. Revision date and implant date, reasons for revision and hip sides queried. Partial update received 7th march 2014. Product hip sides and implant dates received: left: implant date: (B)(6) 2006. 999804652 asr acetabular implant 52 2155099; 999803946 total asr fem imp size 46 2116493. Right: implant date: (B)(6) 2006. 999804652 asr acetabular implant 52 1967638 ; 999803946 total asr fem imp size 46 1195496. Update - revision date information confirmed to be unavailable by the claims handler on 13th march 2014. Original information 25th february 2014. Update received 31st march 2014: revision date added. Update received 6th august 2014. Revision date is incorrect. Revision dates added for both left and right hips. Left revision: (B)(6) 2008. Right revision: (B)(6) 2010. Update 15 sep 2014 - rec'd and attached each hip's scf. Update for right hip: implant date ((B)(6) 2006); reasons for revision - cup loosening, pain, component malalignment, metal socket capsized. Update for left hip: reasons for revision - cup loosening, pain, component malalignment, metal socket capsized

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.